Manufacturer narrative:
Pump was received with intermittent button response due to moisture damage on keypad traces. No unexpected numbers ramping/scrolling on their own or screen switching on the menu noted. No battery alarm anomaly noted. Pump was received with cracked display window corner, reservoir tube lip, minor scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 69 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.